Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 223 mg/dl. Reportedly, there were air bubbles inside the cannula. Customer administered a correction bolus and changed the infusion set and cartridge to resolve issue.